Manufacturer narrative:
Initial and final MDR (B)(4).- device 2 of 2

Event description:
Reference number (B)(4). Event occurred in the unites states it was reported that patient faced two infusion set accidentally pulled out during use due to tubing catching on something or pump falling events on(B)(6)2025 and(B)(6)2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.